Event description:
It was reported that revision surgery was performed due to a femoral neck fracture resulting from a patient fall.

Event description:
It was reported that revision surgery was performed due to a femoral neck fracture. The devices were originally implanted 8 years ago.